Event description:
Information was received that the patient was taken back to surgery and reinsertion of the pin resolved the high impedance.

Event description:
Session report was provided noting the patient's device was showing high impedance. Device history records for the lead was reviewed. The lead passed final quality and functional specifications prior to release. No known surgery has occurred to date. No additional relevant information has been received to date.